Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the device migrated anteriorly causing the patient pain when wearing the external components. Subsequently on (B)(6) 2015 the patient underwent revision surgery to reposition the receiver/stimulator unit. The implanted device remains.